Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with full mtx surface (tsvwb11) was received for investigation. Visual inspection of the as returned product identified a fractured collar. In addition, there were signs of wear and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 (universal) and implanted for approximately 9 years. X-ray or images were not provided. As a result, bone loss could not be verified. DHR review for the lot (61432178) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st# 1454). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (61432178) and no similar event or complaint was found. August post market trending was reviewed and there were no negative trends or corrective actions for fracture, bone loss, infection or the returned device (tsvwb11). Based on the available information, device malfunction did occur since the device was fractured. Therefore, the reported fracture was confirmed. However, infection and bone loss could not be verified since x-ray images or pictorial evidence were not provided.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k013227.

Event description:
It was reported an implant (tsvwb11) fracture at site location 30. Implant was removed. Infection and bone loss has also been reported.